Event description:
The main body endovascular graft was deployed below the renal arteries lower than the desired landing site. Although there was a fairly close placement of the graft, post angiogram noted a proximal type I endoleak. A main body extension was deployed at the location, ensuring a good seal of the aneurysm. Final angiogram noted exclusion of the aneurysm and good placement of the extension.